Manufacturer narrative:
Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. This report is a follow up report to MFR number 9616099-2016-00293 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, after a trapease vena cava filter was placed, the filter became embedded in wall of the inferior vena cava (ivc), there was an unsuccessful removal attempt and the filter was unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile from (ppf) indicates that four years and twenty-four days post implantation the filter was tilted and the patient underwent the unsuccessful attempt to remove the filter. The patient also reports to be suffering from pain and anxiety. According to the medical records, the patient had a history of trauma from accident and left lower deep vein thrombosis (dvt). The filter was successfully deployed and the patient tolerated the index procedure well and was transferred in stable condition.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that after a trapease vena cava filter was placed, the filter became embedded in the wall of the inferior vena cava (ivc), and after an unsuccessful removal attempt and the filter was unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile from (ppf) indicated that four years and twenty-four days post implantation the filter was noted to be tilted and the patient underwent an unsuccessful attempt to remove the filter. The records also indicated that the patient reports to be suffering from pain and anxiety. According to the medical records, the indication for the implant was trauma sustained in an all-terrain vehicle (atv) accident and as a result could no longer be systemically anti-coagulated. Prior to the accident the patient was on coumadin therapy for a deep vein thrombosis (dvt) of the left lower extremity. An ultrasound, performed just prior to implant, showed residual non-occlusive thrombus in the distal left superficial femoral vein, popliteal vein, and proximal calf veins. As a result of the trauma sustained in the atv accident the patient will also be required to be immobilized for an extended period of time due to pelvic fractures, as a result a request was made to place a retrievable filter into the inferior vena cava. The filter was successfully deployed and the patient tolerated the index procedure well and was transferred in stable condition. The nature and details of the retrieval attempt have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images, procedural films or post-implant images available for review, the reported tilt of the device as well as adherence to the vessel wall could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.